Manufacturer narrative:
On mar 5, 2024, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the date of explantation is (B)(6) 2024. On mar 6, 2024, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade unknown along with bilateral seroma. The replacement devices were identified as mentor gel breast implants (serial numbers (B)(6)). Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant had two areas of siltex cracking, one in the posterior view and the other in the anterior view. In addition, two tears were noted, tear a on the posterior view within the siltex cracking measuring approximately 1.2 cm, and tear b on the anterior view within the siltex cracking measuring approximately 2.5 cm. The evaluation determined that the possible cause of the ruptures was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 22, 2023, additional information was received indicating the explantation surgery is scheduled for (B)(6) 2024. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with mentor memorygel breast implants 500cc and experienced bilateral rupture post-operatively, which was confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The reported date of implantation is prior to the device manufacture date. If additional information is received regarding the correct date of implantation or device lot number, a supplemental report will be submitted. This report is for the second of two devices. See manufacturer report number 1645337-2023-14945 for contralateral side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).